Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated he added an extension line after prime. The baxter technical service representative (tsr) explained the alarm to the hp. The hp cycled power and the hc alarmed se 2367. The tsr had the hp cycle power again to display press go to start. The hp would restart with new supplies and the hc was operational. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were patient extension lines being used and they were not connected prior to priming. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would complete therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2012 and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem is confirmed. The root cause is use error. The label review found the labeling adequate for the use error in this complaint.